Manufacturer narrative:
Product investigation summary: one (1) screw driver shaft 1.3/1.5 t4 self-hold (part 03.130.010 / lot 9836611) was received with a complaint category of "broken: intraoperatively." This complaint is confirmed as the returned device was received with the distal tip sheared off. Approximately 1mm of the distal tip sheared off at an approximate angle of 45 degrees. The sheared off tip portion was not returned for evaluation. A cross-sectional measurement at the location of fracture could not be accurately achieved during this investigation due to the damage / shear angle. The material at the fracture location does appear to be homogenous. A visual inspection, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The relevant drawing was reviewed during this evaluation. No product design issues or discrepancies were observed. The manufacturer is unable to determine a definitive root cause. However, the complaint condition was most likely caused by over-torquing of the device. It is not likely that the design of the instrument contributed to this complaint. No new, unique, or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended; it did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: packaged by: (B)(4) - manufacturing date: october 26, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the screwdriver was broken when the surgeon was tightening a screw. No information about patient condition received. Surgery was prolonged about 5 mins. There was no patient harm as the procedure was completed with another screwdriver. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: the returned device showed evidence of damage to the stardrive form with the end twisted and broken off. In addition to reviewing the previous visual inspection, a dimensional analysis and hardness assessment were performed. The hardness reading measured at 58.10 rc, which is within the defined specifications of 56-60rc. No other non-conformance issues were found during the investigation; parts met all other customer requirements. A cross-sectional measurement at the location of fracture could not be accurately achieved during this investigation due to the damage / shear angle. The material at the fracture location does appear to be homogenous. Whether this complaint can be replicated is not applicable as the device is already broke. No manufacturing related issue was identified and/or confirmed. Note: all investigation codes reported in the may 27, 2016 medwatch are still applicable. A method code for ¿hardness testing¿ has been added to address the mia evaluation described above. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.